Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The pump handle broke because there was no longer any oil on the pump. End user could see metal shavings on the pump. Pump handle broke the end user was being put in their bed. End user has cerebral palsy and needs to be moved so they do not get bed sores.